Manufacturer narrative:
Findings: pump received with no (act, up, escape and down) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and that they experienced a low blood glucose level that resulted in emergency medical services to come. There was no indication of troubleshooting for the button error and the low. The customer called back to report that after discontinuing insulin pump use, they experienced a high blood glucose that was over 500 mg/dl. The customer stated that they treated by manually pushing insulin into their body and pushed too much. The customer added that they were not wearing the insulin pump during both high and low blood glucose episode and neither were because of the insulin pump. The insulin pump will be returned for analysis.